Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hypoglycemia with a blood glucose of 63 mg/dl on (B)(6) 2026 and was treated it by drinking juice. No further information available.